Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device camera was not being hold securely. The event did not occur in a clinical setting. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test at the back of serial plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: does not hold camera securely due to damage coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.